Event description:
There was an allegation of questionable inr results with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. Reportedly the patient was hospitalized and received heparin treatment. On (B)(6) 2022 and at 1 p.m., the patient's meter result was reportedly 2.7 inr. Allegedly the patient went to the hospital due to confusion and a urinary tract infection (uti). It was reported the hospital visit was not related to the meter or inr. At 2 p.m., the patient's laboratory result was reportedly 1.9 inr. It was reported the patient received heparin based on the 1.9 inr laboratory result at the hospital. It was reported patient's warfarin was held for 7 days and resumed warfarin on (B)(6) 2022. The patient's therapeutic range was reportedly 2.5-3.5 inr. It was reported the patient's testing frequency is weekly. It was reported the patient is in stable condition.

Manufacturer narrative:
Assistance was provided to the caller on how to set the correct time and date on the meter. The meter and test strips were requested for investigation. The test strips used on the date of the event were not available for investigation. The patient's meter and test strip lot number 56561321 were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Occupation is the patient's daughter/consumer.